Event description:
It was reported that the physician had difficulty implanting this right ventricular (rv) lead due to the patient's anatomy and low amplitudes. After several repositioning attempts, the lead was able to obtain acceptable measurements. However, when the lead was connected to the device, the amplitude lowered abruptly. There were also high capture thresholds. The physician was concerned that the helix was damaged. A new lead was implanted. The attempted lead will not be returned for analysis. No adverse patient effects were reported.